Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, the patient¿s ¿wound opened up¿ approximately two weeks post tka and required a wash out¿ with a poly revision. Responses to the clinical documentation/information requests were not provided. Based on the limited information, the definitive root cause of the reported wound dehiscence and subsequent insert revision could not be concluded. Patient impact beyond the reported events could not be fully assessed. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after two weeks of a performed surgery, the patient wound opened up. The complication was addressed via a revision surgery on (B)(6) 2021. A jrny ii bcs xlpe art isrt sz 5-6 rt 9mm was explanted and replaced. The patient outcome is unknown.